Manufacturer narrative:
The issue could be duplicated when the ventilator was investigated on-site, the air gas module was replaced and returned for further investigation. Simulated use testing of the received air gas module has not reproduced the described customer issue. The received device log files confirms the reported event and found that the measured flow are outside of its specification. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).